Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissue. Otherwise, various forms of damage in the probe tip and/ or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/ or falling inside the body cavity, and/ or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, the device had intermittent function and the probe broke off. The intended procedure was completed with another similar device. There was no patient injury reported. No further information was provided. Olympus followed up multiple times with the user facility via telephone and in writing to obtain more detailed information about the reported event, but with no results.